Event description:
It was reported that the atrial lead had high threshold. Therefore, the atrial lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned in segments, analyzed, and no anomalies found. It was also noted that the outer insulation was breached cut, there was a white substance on the outer insulation, there was a white substance on the tip electrode, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, and there was apparent explant damage. Visual analysis indicated that the lead was received with a white substance on the helix that may have contributed to the reported electrical issue.